Event description:
This lead was explanted due to dislodgement and the lead was sensing noise in the rv. The following physician's office would not return phone calls regarding this patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead¿s distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage tensile forces applied during the surgery should be taken into consideration. Further intraoperative damages were noted i.e. A deformation of the lead¿s distal part, a bent is-1 connector pin and a deformed outer coil. Due to the present damages, a functional test of the lead¿s active fixation mechanism was not properly feasible. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.